Event description:
During cardiac intervention, physician was in process of removing catheter and stent was not attached to the balloon. Unable to retrieve stent from left main coronary artery. Catheter returned to MFR for evaluation.